Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture. The measurement cartridge was replaced and the instrument is operational. The data logs have been requested for investigation but they have not been received yet. The cause of this event is unknown.

Event description:
The customer reported discrepant glucose results on the rp 500 compared to results on a non-siemens chemistry analyzer. There was no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the logs provided by the customer. There is no indication of a measurement cartridge issue, sensor instability, instrument malfunction, or any contamination. Further review of the event log illustrates that there are no d39 clot obstructions, d2 and/or d3 drift calibration errors for the glu sensor. This concludes that there were no systematic or fluidic errors during sample analyses. The rp500 sn (B)(6) is performing as intended. The root cause for the suspected discrepant glucose results is unknown.